Event description:
Patient reports she was recently in the hospital for a pacemaker generator change. Following the procedure, patient reports that she developed facial cellulitis that was treated with IV antibiotics. Patient was discharged from hospital on (B)(6) 23.